Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a safety needle. Customer reports, the employee went to activate the safety device after administering a vaccine and the safety failed to activate which resulted in the clinician receiving a needle stick in the finger. The customer stated, the safety device did activate following this incident but it was difficult to push the safety over the needle for it to click in place, there was resistance.